Event description:
A surgeon reported that approx one year following intraocular lens (iol) implant surgery, the lens is 25 degrees off axis. He reported that two weeks following the implant surgery, the pt had a retinal detachment which required subsequent retinal repair/surgery. The surgeon stated he is unsure why the lens rotated, but believes the retinal surgery could have caused it. In a follow-up, the surgeon reported the pt continues to have poor uncorrected visual acuity (ucva). He reported the iol rotated "presumably secondary to retinal detachment repair by vitrectomy with gas bubble". He reported the iol is in the bag without posterior capsule opacification.

Manufacturer narrative:
Evaluation summary: the lens was not returned for analysis. Results from the product history record review indicated the lens met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 09/01/2011 and 09/02/2011 by phone, fax, and mail. A completed questionnaire was received on 09/13/2011. (B)(4).